Event description:
This complaint is reportable based on the analysis completed on october 26, 2011. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The 70% stenosed target lesion being treated was located in the severely calcified and severely tortuous left circumflex (lcx) artery. Pre-dilation with a 2.50x20mm non-bsc balloon catheter was performed. A 2.50x38mm promus element sds was then advanced and was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Struts at the proximal end of the stent were misaligned and raised. The hypotube was kinked along it's length. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).